Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, but unavailable: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? Was it confirmed that the patient had an infection? Please describe the patient manifestations of the reported infection (location, severity, appearance). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures and sensitivities performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a robot assisted lumbar posterior discectomy, decompression, bone graft fusion, and internal fixation under general anesthesia on (B)(6) 2025 and suture was used. The suture went smoothly with minimal drainage and extubation. The postoperative recovery was good, and symptoms improved compared to before surgery. Guidance was given to the patient to use braces to protect the bed and gradually exercise limb function. Postoperative imaging examination showed good internal fixation in place. On the 81st day after surgery, the patient was found to have poor wound healing and underwent ultrasound-guided percutaneous puncture and drainage of the left lumbar back fluid. The doctor provided continuous irrigation and drainage treatment for the chest and back and changed the dressing regularly. Multiple negative tests were taken, and bacterial culture and inflammatory index testing were performed on the exudate. Based on the corresponding results, the clinical pharmacy department was consulted to guide sensitive anti infection treatment. Under ultrasound guidance, a tube was placed in the surgical area for irrigation and drainage treatment. Adjust the treatment plan in a timely manner based on changes in exudate. The patient's inflammatory indicators improved significantly after re examination, and the drainage tube was removed. The wound healed well and the patient was discharged. Additional information was requested.